Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc) as the physician was closing the pocket. This was identified to have pulled back. The lead was repositioned. Subsequently the lead was noted to have dislodged again. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead has been returned for analysis. There were no adverse patient effects.